Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter at 2:45 pm was >8 inr. The result from a laboratory at 4:00 pm was 4.1 inr. The laboratory method was not known. There was no allegation of an adverse event. The customer had no liver impairment and does not take a lot of other medications. The customer had no lifestyle or dietary changes. The therapeutic range was 2-3 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.